Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was placed and driven on an in-house system. The instrument passed recognition, engagement, cut and sealed as expected. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no failures reported in the logs. No product issue was identified. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and the jaws of the instrument would properly grasp/seal the tissue and cut/cauterize. Then the surgeon continued, and the vse instrument would grasp but would not cut/cauterize completely. The customer ensured the instrument was properly placed, and also unplugged and re-plugged to another bipolar port on the integrated erbe electrosurgical generator unit (iesu), but the issue persisted. The customer tried two vse instruments with the same lot number and the issue persisted. The use of the vse instrument was discontinued, and it was replaced with a backup. The user completed the procedure using the same system. No known impact or patient consequence was reported.